Event description:
Healthcare professional reported "pain and chronic inflammation", "partial collapse of the prosthetic shell" and "intracapsular tear, probable chronic intracapsular rupture". This record is for the left side. Device remains implanted. Patient has taken anti-inflammatory medication.

Manufacturer narrative:
E1. Phone number continued: (B)(6). E1. Fax number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.